Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. A definitive root cause could not be identified for the presence of foreign material in the insertion part distal end air water channel and in the control unit suction cylinder should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the insertion part distal end air water channel and in the control unit suction cylinder. There was no patient involvement.